Event description:
A caller reported an issue with the pixel display on the pump, which affected their ability to interact with and read the pump screen. There was no reported impact on the customer's blood glucose level. To resolve the issue, technical support arranged to replace the pump. The customer planned to use multiple daily injections (mdi) as a backup therapy for insulin delivery. They were also instructed on how to put the defective pump into storage mode before returning it to tandem, and they acknowledged understanding these instructions.